Event description:
At 12:00am the customer used the suspect device to check their blood glucose. The pt obtained a result of 984mg/dl. The pt then retested and the result was hi. The pt panicked and went to the hospital via ambulance. On the way to the hospital emt's started the pt on an IV. Upon arrival at the hospital the pt was kept for five hrs. No other treatment or tests are alleged.